Event description:
It was reported that the patient presented to the hospital for unrelated reasons. The patient was on telemetry when failure to capture was noted along with unstable thresholds. It was discovered that the right ventricular (rv) lead had dislodged. A repositioning of the lead was attempted, but unsuccessful. The rv lead was removed and a new lead implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.